Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 9f size delivery system was used. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder (lot 7799304) was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The device was prepared per instructions for use (IFU). During procedure, the left disc of the device was deployed in the left atrium and made a bulbous deformation. There was no interaction with cardiac structures during deployment of the device. There was no angulation or kink noted in the delivery system. The decision was made to remove the device prior to release from the delivery cable and replace it with another 30mm amplatzer pfo occluder (lot 8521515). There were no complications observed during or after the procedure. The patient was discharged on the same day.